Event description:
It was reported that the blades leaked sterile saline between the handpiece and the blade seal. This occurred as they were testing blades during preparation for the case. There was no patient involvement. There was a delay in the preparation for the case, but this delay was not clinically relevant.

Manufacturer narrative:
The blades were returned to the manufacturer for investigation. The investigation is on-going. A follow up report will be filed when the investigation is complete.